Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to blood glucose issue. Caller stated that the customer's insulin pump had multiple alarms prior to hospitalization. Nothing further was reported.